Event description:
It was reported that lead impedance was less than 200 ohms in both configurations. Unipolar capture threshold was at 1.25 v, 0.4 ms and bipolar capture was at 1.75 v, 0.4 ms with an 8.9 mv r-wave. The patient had pectoral stimulation at outputs of 5.0 v and experienced a run of torsade de pointes prior to the follow-up. The pulse generator will remain programmed to unipolar pace and bipolar sense with the ventricular output programmed to 5.0 v, 0.8 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.